Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown at the time of incidence. Customer stated alarm occurred during the self test for two times. The device will not be return for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. Pump error 63 was confirmed in the pump history due to a broken trace at a pin on the keypad assembly.